Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having an MRI of the cervical area as she did not feel stimulation on the left side cervical area. The patient stated she had no stimulation in her left lower body but was starting to get stimulation there on her leg in a small area. The patient noted her left side lower back nerves were really inflamed and she had numbness, pain and irritation. The patient mentioned that she had two epidurals to the left lower body are to help the inflation and also had no stimulation to her left upper body. The patient noticed when the stimulator was turned on a week after it was implanted she was notfeeling stimulation on the left side and cervical area. The indication for use was spinal pain. Additional information was received from the rep. They had nothing to follow up at the time but were going to speak with the physician the following week. No further complications were reported/anticipated. Additional information received from the patient reported that they were getting the cervical stimulator removed because there was not enough room for the second lead on the left side. No further complications were reported.